Event description:
It was reported by service report that head section was damaged with a broken safety bar. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head section.